Manufacturer narrative:
The reported event was not confirmed. The service evaluation revealed a broken front panel but there were no issues found with the pressure.

Event description:
It was reported that the pump does not hold the pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 27. April 2021 from (B)(6): the problem was noticed during surgery. There was no harm for patient reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. The surgery was about 15 minutes longer.